Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic mucosal resection (emr) procedure for post defect closure of a bleed performed on (B)(6) 2025. During the procedure, it was noticed that the clip was difficult to release from the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter.